Manufacturer narrative:
PMA/510(k) #k172567. The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® molding & occlusion balloon catheter instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, trauma to the vessel wall, including spasm, dissection, perforation, or rupture. Furthermore, the IFU states warning: excessive inflation volume may result in balloon rupture, embolization, vessel damage, vessel rupture, or patient death.

Event description:
On (B)(6) 2019, the patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® molding & occlusion balloon as an accessory in the procedure. It was reported that gore® excluder® aaa endoprostheses were used to treat the abdominal aortic aneurysm. A contralateral leg component was successfully placed in the patient's right common iliac artery. Touch up ballooning was performed twice on the contralateral leg component using the gore® molding & occlusion balloon. Upon post deployment ballooning, the patient's right common iliac artery was ruptured. The physician noted that the ballooning was performed with excessive force causing the rupture. The patient's right internal iliac artery was coil embolized. An additional contralateral leg component was implanted in the patient's right common iliac artery, extending to the patient's right external iliac artery to repair the rupture. There were no further reported issues. The patient tolerated the procedure.